Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 14.1 mmol/l (254 mg/dl) while wearing the pod between 24 and 36 hours on the arm. Several correction boluses were attempted using the pod but they were unsuccessful at reducing the patient's bg levels. The patient noted the cannula appeared a "little bent". A manual insulin injection was administered to treat the hyperglycemia. The patient's blood glucose and insulin history is as follows: (B)(6).manual insulin injection; 10:39 pm deactivated pod.

Manufacturer narrative:
The received device had the cannula assembly deployed. No bend or kink was observed in the exposed end of the soft cannula. The downloaded data showed no issues that would indicate a failure of the pod to deliver insulin. No other defects or deficiencies were found during the investigation.